Manufacturer narrative:
Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2022. It was reported that the patient was nauseous today after lunch. They also stated that they were not drinking enough and were dehydrated. On (B)(6) 2022 they stated that it hurts for them to move and get up and down. Patient had a lot of drainage and spoke to the sales rep who told them to call the doctor. The patient changed the bandage and had a rash from the drainage, but since they changed the bandage the drainage was much less. The area was itchy. Patient stated they are still having issues with retention.